Event description:
It was reported that during a procedure the handpiece was not cutting well. The surgeon was not sure if this issue was caused by the blade or the handpiece. The procedure was completed successfully and there was no adverse consequences or surgical delay as a result of this event.

Event description:
It was reported that during a procedure the handpiece was not cutting well. The surgeon was not sure if this issue was caused by the blade or the handpiece. The procedure was completed successfully and there was no adverse consequences or surgical delay as a result of this event.

Manufacturer narrative:
The device was not available for return the quality investigation is complete. Device not returned to manufacturer.

Manufacturer narrative:
Device not returned to manufacturer.